Event description:
It was reported that stent inadvertent deployment occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 9x60x75 epic stent was selected for use. After flushing the device, the physician tried loading the guidewire. However, during preparation, it was noted that the tip of the stent was out of the delivery sheath. The physician assistant tried to resheath the tip of the stent but turned the thumbwheel the wrong way. The procedure was completed with a different device. There were no patient complications reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the sheath 73mm from the distal end of the middle sheath. The stent is partially deployed 21mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The lock no longer sitting on the rack and the sheath is no longer sitting on top of the proximal end of the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that could have contributed to the inadvertent deployment.

Event description:
It was reported that stent inadvertent deployment occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 9x60x75 epic stent was selected for use. After flushing the device, the physician tried loading the guidewire. However, during preparation, it was noted that the tip of the stent was out of the delivery sheath. The physician assistant tried to resheath the tip of the stent but turned the thumbwheel the wrong way. The procedure was completed with a different device. There were no patient complications reported and the patient status was fine.